Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced an event of infusion set detachment on (B)(6) 2025. It was also reported that the infusion set tubing came apart at left abdomen and the location of detachment was tubing connector. The infusion set was in use for three days. The patient reported that there was not stress or pull on the tubing and pump was not dropped with the set which connects to the body. No further information was available.